Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured on the second inflation at 10 atm. The initial inflation was at 8 atm for 30 seconds. The lesion was located in the 99% stenotic and calcified right coronary artery (rca). The procedure was completed with another of the same device. Patient status was reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for batch # 8902515 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Batch number 8902515 has no associated complaints to date.